Event description:
Boston scientific received information that this atrial lead was not capturing and was found to be dislodged. The issue was discovered at the patient's pre-discharge check. The device was programmed to vvi mode and a lead revision was scheduled. Two days later the physician attempted to reposition the lead, however it dislodged again. At that point, the physician elected to use a new lead for implant. No adverse patient effects were reported.